Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ cateters i.v. 20g x 1.16¿ (1.1 x 30 mm) (latin america) experienced a needle that would not retract. The following information was provided by the initial reporter: I inform you that between 26 and 27/10/2020 a practical training was carried out with the nursing staff, 38 abocath 20, bd brand, batch 0183258 and 4 units of this safety device were used presented a problem and did not trigger the needle withdrawal . In view of the above, some nursing collaborators reported that there are cases in which the device does not activate after use, generating a risk of occupational accidents.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ cateters i.v. 20g x 1.16¿ (1.1 x 30 mm) (latin america) experienced a needle that would not retract. The following information was provided by the initial reporter: I inform you that between (B)(6) 2020 a practical training was carried out with the nursing staff, 38 abocath 20, bd brand, batch 0183258 and 4 units of this safety device were used presented a problem and did not trigger the needle withdrawal . In view of the above, some nursing collaborators reported that there are cases in which the device does not activate after use, generating a risk of occupational accidents.